Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-00609 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.

Event description:
It was reported that the pump had invalid syringe alarm. No patient injury reported.